Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defects of the insertion tube was use stress, by external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegations. Due to a pinhole on bending section cover, water tightness was lost. Connecting tube had a wrinkle. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of control unit, water tightness was lost. Adhesive on bending section cover had a chip. Due to damage on channel tube, channel cleaning brush could not be inserted smoothly. Objective lens had discoloration. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section of the tracheal intubation fiberscope had two pinholes at the bending section. It was also reported, the device exhibited reduced angulation and insertion part buckling was noted. The device was returned and an evaluation revealed, the coating/ marking of the insertion section had disappeared (one millimeter square or more). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.